Manufacturer narrative:
(B)4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. (B)(4).

Event description:
(B)(4). The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 adaptor cable had a mechanical issue. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. (B)(4). Evh harvesting tool would not seal and cut. Replaced adapter cable and harvesting tool worked.

Manufacturer narrative:
A lot history search is not applicable because this is a reusable, non-serialized OEM device for which the lot number was not provided to us. A ship history is not likely to identify the correct lot for the reported device. The device was returned to the factory for evaluation. The device showed signs of clinical usage and no evidence of blood. A visual inspection was conducted. No defects were observed. The device was evaluated for connector function. The cable was able to provide a secure connection that connected and disconnected without incident. An electrical evaluation was performed. A pre-cautery test as was performed per the instruction for use (IFU) with a reference hemopro 2, cable and reference power supply vh-3010 at level 3.0. The device failed the pre-cautery test; no steam and or heat was observed during ten 5-second activations. The device was measure for continuity using a calibrated multimeter, no continuity was observed during testing. Based upon the returned condition of the device and the results of the evaluation, the reported complaint was confirmed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 adaptor cable had a mechanical issue. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. Evh harvesting tool would not seal and cut. Replaced adapter cable and harvesting tool worked.